Event description:
Customer reportedly received results of "lo," "lo," 20 mg/dl, and 120- 150 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.